Manufacturer narrative:
Please refer to the attached report. The device analysis revealed the device is not able to communicate, stimulate, charge or shock due to several broken elements (including igbt) on the integrated circuit (ic) based on the results of the analysis (shock delivery, physical mark on the can, igbt broken), the root cause of the damaged ic could not be determined with certainty, the most probably hypothesis is the delivery of the shock under short-circuit conditions. A short circuit could occur during a shock delivery when the rv lead insulation is compromised and in contact with the can. Therefore the rv lead integrity could not guaranteed. A reintervention should be considered to evaluate the rv lead integrity and the status of the rv abandoned lead.

Event description:
Reportedly, the patient was implanted with a crtd-d on (B)(6) 2020 (as replacement, leads were previously implanted). Last in clinic fu on (B)(6) 2024 : pacing dependent patient with correct electrical values for the leads and longevity estimated between 7 and 9 years. On (B)(6) 2024, the patient reported have receiving a shock, then syncope and didn't succeed to stand up. The patient was brought to hospital, the crtd didn't pace, patient got an escape rhythm at 20bpm. The crtd couldn't be interrogated, even with different programmers. A reintervention took place: leads tested with psa and seemed ok. The crtd was explanted and replaced.

Event description:
Reportedly, the patient was implanted with a crtd-d on (B)(6) 2020 (as replacement, leads were previously implanted). Last in clinic fu on (B)(6) 2024: pacing dependent patient with correct electrical values for the leads and longevity estimated between 7 and 9 years. On (B)(6)2024, the patient reported have receiving a shock, then syncope and didn't succeed to stand up. The patient was brought to hospital, the crtd didn't pace, patient got an escape rhythm at 20bpm. The crtd couldn't be interrogated, even with different programmers. A reintervention took place: leads tested with psa and seemed ok. The crtd was explanted and replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures.